Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic with the pacemaker in backup vvi operation. The backup operation was caused by event que overflow anomaly from communication with the transmitter. The device was restored successfully.